Event description:
We then tried pull back the bmw wire but the wire radio-opaque segment/tip became wedged behind the struts of the stent that we had just deployed. However as we pulled the wire through the catheter, the tip of the wire broke loose behind the stent but did not embolize.